Manufacturer narrative:
Additional information is provided in sections b.5, d.10, g.1, g.2, h.3 and h.10. Samples have now been received at the manufacturing site which have not yet been evaluated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received has clarified that there were six blunt knives noted instead of one as was originally reported. No additional information is anticipated.

Manufacturer narrative:
A sample was reported as available that has not been received at the manufacturing site for evaluation for the report of blunt blades therefore, the condition of the product could not be verified. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicates that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.3, h.6 and h.10. Six opened knife samples were received for the report of being blunt. Three of the returned knives were in blade protector trays and three were in blisters. The returned samples were visually inspected. Sample numbers 1-3 were found to be nonconforming with damaged cutting edges. Sample numbers 4 and 5 were found to be nonconforming with damaged tips. Sample number 6 was found to be conforming. Functional testing for penetration on sample number 6 could not be performed due to the blade was damaged while removing it from the handle. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edges and damaged tips exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife blade was blunt during cataract surgery. There was no harm to the patient.